Event description:
It was reported that a patient underwent a cardiac ablation with a varipulse¿ bi-directional catheter and the patient experienced heart block that required hospitalization. The patient had no problems at the end of treatment, but the next day (on (B)(6) 2026) after discharge, the patient experienced syncope due to an av block and was readmitted. The patient remained hospitalized under follow-up observation. The treating physician commented that it was not product-related and suggested it might have been due to the pulses. No error was observed. The varipulse¿ bi-directional catheter was used for pulmonary vein (pv) only. During the procedure, no st elevation or heart block findings were observed. No abnormalities observed prior to use of the product nor during use of the product. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot: 31769888l and no internal actions related to the complaint were found during the review. If the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).